Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a cardiac arrest on (B)(6) at 6pm. The implantable cardioverter defibrillator did not store any episodes at the time but at 8pm, ventricular oversensing was observed. It was suspected that the cardiac event may have affected the morphology, which caused the oversensing. The patient was stable and the device was programmed off.